Event description:
Boston scientific received information that this pacemaker was explanted due to end of life battery indicator. The field has alleged an earlier than expected rate of depletion; however it was indicted that during the implanted duration of approximately four years, high pacing thresholds were programmed. No adverse effects were reported and the unit is expected to be returned for analysis.

Manufacturer narrative:
(B)(4). Following return and completion of laboratory analysis, this event will be further updated.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Analysis of the device memory confirmed that the device had not reach ert, prior to explant. Device memory confirmed that the battery status at explant was ern. Longevity calculations confirmed that the device exceeded calculated longevity on the date of explant and was depleting normally, based upon the high energy programmed parameters. The allegation from the field was not confirmed or duplicated during testing; the device has been archived as meeting specifications.